Event description:
At about 6 months from primary it was observed that the baseplate and glenosphere were positioned very superior and needed to be revised. The cause of this is unknown. The surgeon revised the baseplate and glenosphere.

Manufacturer narrative:
Batch review performed on 27 october 2022: lot 2105861: 194 items manufactured and released on 25-aug-2021. Expiration date: 2026-07-27. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been sold without any similar reported event in the period of review. Additional implant involved: batch review performed on 27 october 2022 on reverse shoulder system 04.01.0190 threaded glenoid baseplate ø24.5x25 (k171058) lot. 2110370 lot 2110370: (B)(6) items manufactured and released on 15-nov-2021. Expiration date: 2026-11-02. No anomalies found related to the problem. To date, 73 items of the same lot have been sold without any similar reported event in the period of review.